Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed low battery alarm. The iabp was plugged into the wall outlet and the power cord was inserted securely into the pump. The green power indicator light was lit. The rn attempted to disconnect the power supply from the machine and reconnect with no change. The rn had switched outlets with no change. The pump was switched out and sent to biomed and an autocat 2 wave pump was connected and pumping w/o incidence. There was no pt death, injuries or complications. There was a delay of 30 seconds while the pump was switched. The pt remained stable throughout the call.

Manufacturer narrative:
(B)(4). Add'l info rec'd per field service report: symptom - low battery alarm. Findings/actions taken: biomed found shortened power supply is blowing fuses. He has permanently removed pump from service.